Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported falling in to the pool and receiving a sudden vibration followed by the blank display. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Not in manufacturing mode. Unit passed self-test and displacement test. All operating currents are within specification. No unexpected blank display noted during testing. However, corroded electronic assembly and motor assembly noted during visual inspection. Unit was received with minor scratched lcd window, cracked retainer and scratched case.